Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was revised and repositioned in (B)(6) 2011 for high threshold and diaphragmatic stimulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.